Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal would not load properly. A side biter clamp was used to complete the procedure because, there were no more seals available. The hosp did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were inside the body of the loading device. The green slide lock and the white plunger were depressed on the delivery device. There was evidence of blood on the device. Based upon the rec'd condition of the device, the reported complaint "seal would not load properly" was confirmed. A lot history record review could not be performed as the product lot number is unk. (B)(4).